Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, and downloading the event history logs (ehl), the pump duplicated error 41541/2003 with a red screen when priming 10 ml function. The manufacturer representative found the alarm verified on the ehl, and a faulty main board was the cause. The customer problem was duplicated. Service history review identified the device was last serviced in august 2023 and the complaint was related to that previous repair. The manufacturer representative replaced the main board, lens, lens gasket, and the keypad. The pump passed all functional tests after the replacements and performed as intended.

Event description:
It was reported that there was an error code 41541/2003 240528-001094. There was unknown patient involvement and unknown harm/adverse event was reported.